Manufacturer narrative:
One device was received for evaluation for the complaint that the device was not maintaining temperature. During investigation identified damage to the device serial number label, therefore making this investigation reportable. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During the visual inspection, it was found that the reservoir cover had internal cracks in all four corners and no leaks were detected. The serial number (sn) label was damaged, the tuv label was an outdated version, the front cover logo was faded, the auxiliary seal was not adhering properly, and the rubber feet and the power cord warning label were missing. The issue reported by the customer could not be confirmed and the root cause could not be verified.

Event description:
It was reported that the device was not maintaining temperature. During investigation identified damage to the device serial number label, therefore making this investigation reportable. The event had occurred during routine preventive maintenance inspection and there was no patient involvement.